Event description:
The account alleged that the pt position monitor alarm was delayed on this bed. The account alleged that the pt fell prior to them entering the room. The account alleged that there were no injuries.

Manufacturer narrative:
The technician investigated and found mattress was the original comfortline mattress, which was worn. The technician also stated that the mattress was on backwards, head to foot. The technician stated that the position sensors appeared to be original and in poor condition. The deck of the bed was rusted where sensors are located. The technician stated that the sensors are sticking together and will not allow the bed exit to alarm. The account will replace the sensors. No further info is available on the repair of the bed at this time.